Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was observed pacing below the programmed lower rate. It was also reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.